Event description:
The patient reported that they sometimes feel out of breath. The patient also reported their implantable pulse generator (ipg) moves around and changes orientation from time to time. The patient indicated the device has been checked and is working normally. The device remains in use. No patient complications have been reported as a result of this event.